Manufacturer narrative:
Quality safety evaluation received on 26-aug-2016: ptc global number (B)(6). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female plaintiff /consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she had medical device removed due to complication associated with device, serious events due to medical importance and listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, limited information was given and no exact reason for device removal was provided. However, given the nature of the events, causality between the events and essure use cannot be excluded. This case was regarded as incident, since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. Subsequently plaintiff had the device removed due to complications. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female plaintiff /consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she had medical device removed due to complication associated with device, serious events due to medical importance and listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, limited information was given and no exact reason for device removal was provided. However, given the nature of the events, causality between the events and essure use cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small portion of the right essure which is retained within the uterine body'), device dislocation ('migration / migration of the essure into her pelvic structures and her colon'), fallopian tube perforation ('perforation'), endometrial ablation ('ablation') and complication associated with device ('device complications') in an adult female patient who had essure (ess205) (batch no. 621682) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required) and complication associated with device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingo-oophorectomy., bilateral salpingo-oophorectomy., surgery to remove the essure, and surgery to remove the essure, oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, fallopian tube perforation and complication associated with device outcome was unknown. The reporter considered complication associated with device, device breakage, device dislocation, endometrial ablation and fallopian tube perforation to be related to essure (ess205). Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 8-sep-2020: mr received: events: device breakage were added. Reporters were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), perforation ('perforation'), endometrial ablation ('ablation') and complication associated with device ('device complications') in a female patient who had essure inserted for female sterilization. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2011, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, perforation (seriousness criteria medically significant and intervention required) and complication associated with device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (oophorectomy, surgery to remove the essure, and surgery to remove the essure, oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and complication associated with device outcome was unknown. The reporter considered complication associated with device, device dislocation, endometrial ablation and perforation to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 13-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), perforation ('perforation'), endometrial ablation ('ablation') and complication associated with device ('device complications') in a female patient who had essure inserted for female sterilization. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2011, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, perforation (seriousness criteria medically significant and intervention required) and complication associated with device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (oophorectomy, surgery to remove the essure, and surgery to remove the essure, oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and complication associated with device outcome was unknown. The reporter considered complication associated with device, device dislocation, endometrial ablation and perforation to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. New events perforation, ablation were added. Oophorectomy was added as treatment. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and complication associated with device ("device complications") in a female patient who had essure inserted for female sterilization. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and complication associated with device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure) and surgery (surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and complication associated with device outcome was unknown. The reporter considered complication associated with device and device dislocation to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-nov-2017: event medical device removal was deleted and event migration, pain was added with essure start and stop date. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs